Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices, high push force), patient factors (moderate valvular calcification, vessel calcification and tortuosity) may have contributed to the initial alignment difficulty, the embolization of the valve into the aorta and subsequent explant of the sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6), a 29mm sapien 3 valve was implanted in the aortic position by the transfemoral approach. Resistance was experienced while inserting the commander delivery system into the esheath. High push force was required, and valve alignment was not feasible. A balloon aortic valvuloplasty (bav) was performed. The valve was not properly aligned with the distal marker and during deployment, the valve slipped proximally away from the balloon and out of the native aortic valve. It was not possible to retrieve the partially expanded valve for deployment in the descending aorta. Since the valve could not be aligned, the attempts were unsuccessful. During the attempt to recapture the valve for deployment in the descending aorta, the delivery system balloon ruptured. The valve remained in the abdominal aortic bifurcation. The valve was surgically removed. Post valve explant, the patient was stable. No further attempts were made to treat the aortic stenosis. Information regarding the native annular diameter was not provided. Moderate calcification and tortuosity were reported in both iliac arteries and the aorta.

Manufacturer narrative:
Additional information: section h10: narrative text. Please reference related manufacturer report no: 2015691-2020-13285.